Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The error was found in the log indicating that the surgeon side console (ssc) right master tool manipulator (mtmr) was vibrating, confirming the fault occurred in the field. The mtmr was analyzed and upon visual inspection, it was detected that the axis 2 and 3 mechanical cables were loose. The mtmr was then installed onto a patient side cart fixture test platform (pftp) where during the joint pot cal the mtmr was vibrating. Once testing was completed, the axis 2 and 3 mechanical cables were re-tensioned. Tested and was verified to be the source of the fault. The complaint was confirmed based on the failure analysis. The root cause was attributed to loose mechanical cables from axis 2 and 3.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted colectomy-pediatric surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the surgeon complained of the right master tool manipulator (mtm) was vibrating and moving on its own. Logs were not available. It was confirmed the surgeon¿s head was inside surgeon side console (ssc), and nothing was touching instrument. Caller said they were able to continue with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. Followed up with the initial reporter and obtained the following additional information: customer reported this issue occurred twice in this procedure. Customer stated when the master tool manipulator (mtm) vibrated, all of the instruments were locked up and they were not able to manipulate any of the instruments. The issue occurred for a minute and the issue resolved by itself, and surgeon was able to control the instruments again.